Event description:
It was reported that the customer does not think that his insulin pump is working due to a lot of high blood glucose levels. The customer's blood glucose has ranged from 300 mg/dl to 450 mg/dl. The customer treated himself with an insulin pen and drank water. The customer expressed dry throat, being lethargic and being tired as symptoms of his high blood glucose levels. Troubleshooting was done. Customer stated that he would call back in order to continue troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).